Event description:
The hcp reported that the patient expired. The cause of death was not reported, however, hcp reported that death was not related to pump or drug. The patient was on compounded baclofen 5000 mcg/ml at a daily dose of 1200 mcg. The pump was not explanted prior to burial. A follow-up report will be sent if additional information becomes available to company.